Manufacturer narrative:
An event of the leaflet dislodgement was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, artmt600109557-a, "using the valve holder/rotator and the flexible valve holder handle model 905-hh, or the rigid valve holder handle model 905-rhh, rotate the valve in situ to the desired position. The valve should rotate freely. If resistance is noted, the valve holder/rotator may not be properly seated in the valve, the valve may not be in the fully closed position, or the valve may be oversized. If the valve does not rotate freely, do not force valve."

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, the leaflet of the valve split into two intra-operatively.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.